Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. It is likely that the impact force from the tamp/mallet created a very small crack. The surgeon reportedly felt that the patient's anatomy caused one side of the cage to be forced in a different direction than the other, resulting in the material failure. The surgeon was reportedly comfortable with the stability of the construct and decided to leave the interbody inside the patient. Remains in patient.

Event description:
It was reported to k2m, inc on (B)(6) 2016 that a cage cracked during insertion and was left in the patient.